Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump for the sorin s5 system made a loud noise when it was turned on and stopped working after being contaminated with fluid during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the described issue and was told by the biomedical engineer that something had been spilled onto the pump, which caused the issue. The pump head was replaced and the s5 system was tested and found to be working according to specification. The unit was returned to service. The investigation is on-going. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump for the sorin s5 system made a loud noise when it was turned on and stopped working after being contaminated with fluid during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova received the device for further investigation with evidence of spills and minor scratches randomly throughout the exterior of the pump and the pump cover hinge are broken. When the pump was tested on the s5 test bed by a depot technician, the hand crank/directional alarm was encountered at power up and throughout testing. While continuously alarming, the device functionally operated as intended. The alarm is likely the loud noise that the customer reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.